Event description:
User experienced discrepant total protein urine creatinine patient results for one child. Initial result 1.07 g/l, repeated twice with dilution gave 11.09 g/l and >100 g/l. The investigational unit states there should not be a hazardous effect for the patient because the initial value is still very high, which correlates with the applied extreme therapy of the patient. It was also noted, the urine sample has a protein concentration which is twice as high as the normal range for serum samples. If additional information is received, appropriate notification will be provided.